Event description:
There was a sensor error with the ablation catheter after placed into the patient. The cantheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).